Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the trapezoid rx basket was returned, and a visual inspection found that the handle cannula was detached, resulting in exposure of the internal pull wire. The detachment of the handle cannula could have been interpreted by the client as a break of the basket wire. Additionally, the basket was in good condition with the tip attached, and the working length was observed cut (possibly at the time of removing the device). An x-ray showed that the fastening screws were in good condition, the proximal screw depths were within the allowed tolerance. It was also found that the retrieval basket side car rx was pushed back approximately 1.0 mm, which is out of specification. The observed side car rx push back was likely caused by manipulation of the device during use; possibly during attempts to remove the device after the handle cannula broke. No other issues were noted. Based on all available information, it suggests that an excess of force could have been applied when the handle was pulled; perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the basket wire was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the trapezoid rx basket was inspected and found the wire part was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event.